Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-33, lot# v021339, implanted: (B)(6) 2010, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-33, lot# v021339, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
Additional information received reported that a complete blood count (cbc) and an x-ray were performed. No malfunctions were seen and the cause of the event was unknown. It was stated that the patient experienced a fever, redness, and swelling. A culture was obtained from the pocket site and there was found to be coagulase negative staphylococci (cons). The patient was treated with intravenous (IV) antibiotics and the entire system was explanted. The infection resolved.

Event description:
It was reported that the patient had a ¿warm-type feeling¿ when they had an infection at the incision site in 2010. The patient was re-implanted and the incision site checked out to be okay today.